Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. The probable cause of the alleged defect could not be determined based upon the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports, via medwatch# (B)(4), that the anesthesiologist attempted to place the catheter over the already inserted guide wire. The guide wire bent, catheter removed, obturator placed over the bent wire to remove and there was difficulty placing due to the bent wire. A separate guide wire was obtained and used without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports, via medwatch# (B)(4), that the anesthesiologist attempted to place the catheter over the already inserted guide wire. The guide wire bent, catheter removed, obturator placed over the bent wire to remove and there was difficulty placing due to the bent wire. A separate guide wire was obtained and used without issue.